Event description:
Received information regarding a cartridge alarm 5 during the load process. It was unknown whether customer's blood glucose level was impacted due to not testing. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a supplemental form will be submitted.